Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve appeared to be in good position however upon deployment, the valve rose up and landed at approximately 0 millimeter (mm) on the non-coronary cusp (ncc). Moderate paravalvular leak (pvl) was noted. A post balloon aortic valvuloplasty (bav) was performed with a 25 mm balloon. The valve app eared to move slightly more aortic and above the annulus on the ncc side and moderate pvl remained. Subsequently, a second valve was implanted successfully below the first valve and reduced the pvl to trivial. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the valve remains implanted, therefore no analysis could be performed. Static images were received for review. Static images were received showing the valve at 80% deployment in different view angles. The valve is post dilated with a balloon aortic valvuloplasty (bav), and a static image of the second valve implanted valve in valve was received. Unfortunately, no angiographic images were received for review. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Review of the device history record (DHR) for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. This event does not indicate device misuse or malfunction. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.